Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome with an ez steer navigational 4mm catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. During ablation, the catheter slipped into the atrioventricular node resulting in complete heart block. Patient was received a temporary pacemaker. Patient was required extended hospitalization and fully recovered with no residual effects. There were no issues reported with the catheter.

Manufacturer narrative:
(B)(4) it was reported that during an accessory pathway case, as the doctor was ablating the catheter slipped into the av node causing complete heart blocks. The patient received a temporary pace maker, and is now in stable condition. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.